Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no insulin flow occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter. "Consumer stated during injection, insulin does not flow. Does not prime before use. Stated he thought it may have been problem with insulin pen, so he contacted manufacturer but they directed him to bd. Samples available. Lot: 8255563, item: 320109, expiration date: 2023-09-30. Occurrence date unknown."

Event description:
It was reported that no insulin flow occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, . "Consumer stated during injection, insulin does not flow. Does not prime before use. Stated he thought it may have been problem with insulin pen, so he contacted manufacturer but they directed him to bd. Samples available. Lot: 8255563, item: 320109, expiration date: 2023-09-30. Occurrence date unknown."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
H.6. Investigation summary: customer returned (3) sealed 31g x 8mm bd pen needles from lot 825563. Consumer stated during injection, insulin does not flow. All 3 returned samples were examined, and then tested for flow using a test pen injector: all 3 passed. As no manufacturing defects were observed, the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Event description:
It was reported that no insulin flow occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, . "Consumer stated during injection, insulin does not flow. Does not prime before use. Stated he thought it may have been problem with insulin pen, so he contacted manufacturer but they directed him to bd. Samples available. Lot: 8255563, item: 320109, expiration date: 2023-09-30. Occurrence date unknown."